Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented a remote transmission showing non-sustained right ventricular oversensing. A review of the stored electrogram indicated that the device exhibited post-paced t-wave oversensing on the ventricular channel. The patient presented to the clinic and programming changes were made. The patient was stable.